Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found insulation abrasion at 3.5 cm to 3.9 cm from the tip electrode, due to friction with another device. The proximal coil was exposed in the same area which could have caused the reported sensing anomaly.

Event description:
It was reported that the right ventricular lead exhibited under and intermittent sensing. The lead was explanted and replaced.